Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving vibratory alert from the implantable cardioverter defibrillator. Upon interrogation, the device was in backup vvi mode. The device was restored to normal function. The patient tolerated the restoration well.